Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% restenotic lesion in an ml-penta stent previously placed in a minimally tortuous mid right coronary artery. The quantum maverick monorail balloon was removed and replaced with another quantum maverick monorail 3.0/12 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.